Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced recurring defib test failures during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.